Manufacturer narrative:
It was reported that during a surgical procedure, the surgical tech did not fully seat the cautery tip on the pencil. The pt suffered two minor burns to the lip. No treatment was provided. The facility did not respond to repeated requests asking for more info. The pencil and megadyne tip were returned and evaluated. The pencil was cycled ten times on each mode (cut and coag) on a setting of 30/30 using the megadyne tip seated correctly and it performed as intended. The device was then tested with the tip not fully seated and a spark resulted from both the tip and the part that was exposed by the pencil. When tested in this manner on a chicken breast, a burn resulted. The testing of the sample confirms the original report and the root cause has been determined to be user error. No corrective action is indicated.

Event description:
A pt suffered a burn to the corner of the lip from the cautery device.